Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).

Event description:
Adverse event(s): "overcorrections" (overcorrection); "decreased bcva" (vision, impaired); "double vision" (diplopia). Product problem(s): "none reported" (no information). An optician reports a patient with an overcorrection in the right eye following lasik surgery. Patient's records have been received and show at two weeks post-op, the patient's manifest refraction (mr) in the right eye was +1.25 -2.25 x 85. The patient also experienced double vision in the right eye and a 1 line decrease in bcva, however, ucva improved from 20/cf5 to 20/20+.